Manufacturer narrative:
No further information is expected, therefore our investigation is complete. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information this device remains implanted and in service. When additional information becomes available this event will be updated.

Event description:
Boston scientific received information that the patient with this device experienced a pocket infection. A replacement procedure will be performed in the near future. No adverse patient effects were reported.

Event description:
Additional information was received. A revision procedure was performed. This device and lead were removed. No further patient symptoms were revealed.